Event description:
The pt had internal scalp lacerations 8 cm long. The hospital staff felt that the lacerations may be related to the vacuum extraction. The pt died shortly after birth. Hospital records indicate the vacuum cup was used during a 40 minute time span. During use there were 4 pulls and 3 pop offs.